Event description:
Additional information received reported that the patient was still having concerns with his device or therapy, but was working with his doctor. The patient was going to see a new health care provider (hcp) on (B)(6) 2012. The patient was waiting to see if the new hcp would replace the stimulator.

Event description:
It was reported, the patient attempted suicide and overdosed on (B)(6) 2012. The patient was discharged from the hospital the day prior to report. While in the hospital, the patient "flapped around and something changed." A manufacturer's representative reprogrammed the device, but indicated it may need a revision. The reporter stated the representative could not get it to "work right." It was also reported, the device was "damaged in the process." It was noted that the patient programmer was wet, but the implantable neurostimulator (ins) was working when discharged from the hospital. It was also reported, the patient experienced a shocking or jolting sensation when the stimulation was turned on. It was stated there was "something messed up inside." The patient would "crank it up really high" when he had to move around, and turn it down when he needed to sit down. The patient was getting shocked at the ins site. Stimulation was normally in the left leg, but he "cranked it up so high" it was going from his left foot to his shoulders and it was "very intense." The patient could not turn the device off as the patient programmer was wet and could not communicate with the ins. The patient had a scheduled appointment on (B)(6) 2012 with a new physician. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead; product ID, 3778-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead; product ID, 37743 lot# serial# (B)(4). (B)(4).